Manufacturer narrative:
Review of the most recent repair record determined the motor did not power on and the control bar was out of position. The motor, reciprocating arm, bearings, spring seal, and swivel were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
It was reported that the device was not cutting properly. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete.